Event description:
It was reported that during an attempted implant, low pacing lead impedance was observed. Insulation anomaly was also noted. The lead was replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.